Event description:
Lasik eye surgery at (B)(6), united kingdom. Left with ghosting in both eyes (severe in left eye), uncorrectable vision even with glasses, uncorrectable astigmatism, fluctuating vision, dry eyes, vertical light streaks when blinking/squinting, pain when water gets in eyes (including tears of which there's been a lot post-lasik) and mental health issues (suicidal thoughts for first time in my life). I now believe this surgery and relevant devices should be taken off the market as I am not the first victim and I will not be the last.